Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had a blood-purification central venous catheter and an accessory implanted for hemodialysis. After the operation, the patient received regular hemodialysis in the hospital three times a week. After a year, when the catheter was implanted, when the patient returned for hemodialysis, the hemodialysis doctor found that the patient's right internal jugular vein semi-permanent catheter was swollen without obvious cause. The blood-purification central venous catheter tube swelled without obvious cause, and there was a risk of thinning and rupture after the tube swelled. Although the swelled tube has not caused substantial harm to the patient, there is a risk of rupture. Once the tube ruptures, the catheter in the patient's body will not be able to be used normally, and hemodialysis cannot operate normally, which will threaten the patient's life. After rupture, it needs to be removed and implant a new, qualified blood purification central venous catheter again, causing secondary physical and mental harm to the patient. Close observation, remove immediately after rupture were the preliminary action taken . There was no reported patient outcome.